Event description:
It was reported that pen ndl 32ga 4mm 14bag (B)(4) case jp was missing label information. This was discovered before use. The following information was provided by the initial reporter: exp.date and lot# weren't printed on the box.

Manufacturer narrative:
H.6. Investigation summary one 32g x 4mm pen needle carton and four photos were returned from lot. No. 92404739, cat. No. 320136. Visual examination of the returned sample and photos was carried out and a defective print on the carton was observed. Investigation conclusion visual examination of the returned sample and photos was carried out and a defective print on the carton was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description this issue most likely occurred due to operator intervention on the line which led to incorrect print of the lot information rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was missing label information. This was discovered before use. The following information was provided by the initial reporter: exp. Date and lot# weren't printed on the box.